Event description:
Rn attempted to connect oral baxter syringe of liquid morphine 5 mg into peripheral IV port. Second rn walked in to room and notified the rn involved that the syringe was not intended for IV but for oral administration. First rn stated that upon attempting to insert medication into IV, the med leaked onto patient¿s arm; 0.2 ml of a total 1 ml volume was missing from syringe. IV line was removed immediately, md, charge nurse, pharmacy and oncology director notified. Morphine liquid spilled on patient¿s arm. Further testing of nexiva catheter revealed that an IV connection may be possible with vigorous efforts. Existing medication safety project to implement enfit syringe conversion escalated through quality/patient safety. (B)(6).